Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was approximately over twenty years old and was exhibiting a decrease in pace impedance measurements, measuring 220-230 ohms. The patient was pacemaker dependent therefore during a generator changeout procedure the physician decided to surgically cap and abandon the lead. No additional adverse patient effects were reported.